Manufacturer narrative:
The insulin pump had minor scratches on the display window.

Event description:
Customer's mother called to report scroll wrap issues and wants to exchange the insulin pump. Customer's blood glucose reading was 208 mg/dl. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.